Event description:
It was reported that the balloon burst. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, when the physician tried to insert the device into the lesion, the balloon burst due to several calcification. The procedure was completed with another of same device. There were no patient complications, and the patient was in good condition post procedure.